Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "cuff did not keep the pressure. Cuff was tested before use." "When the syringe was taken out of the pilot cuff after the cuff was filled the air did not stay. When first checked, the syringe was connected to the pilot cuff. And after intubation the cuff was filled and the syringe was removed, the cuff was deflated." No additional information was available for this event. There was patient involvement and there was no injury.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.